Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error during prime. Customer's blood glucose was unknown mg/dl. The customer stated that the drive support cap is normal. The customer stated that the device was not exposed to high magnetic field. Customer didn't report an e70 alarm. The customer did the rewind but when she goes to prime she gets an alarm. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.

Manufacturer narrative:
The insulin pump failed displacement test and alarmed motor error during rewind due to motor encoder out of phase. The insulin pump was received with cracked reservoir tube lip and cracked belt clip slot.